Event description:
The explanted generator and lead were received. The returned product form indicated reason for explant was pain and swelling in chest and around collar bone. The generator's internal data was reviewed. Data from 10/22/2019 to 08/13/2019 was available. No anomalies were identified. There were no unexpected changes in voltage and impedance was within normal limits since implant (per 24 hour check measurements). Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Product analysis was completed on the returned lead. The majority of the lead except the last electrodes were received; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that kinks and a slice mark (by a sharp object) were observed on the lead but were likely due to explant procedure. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator could not be interrogated, which was attributed by the physician to eos. As a result the patient's generator was replaced. The generator was received for analysis. Product analysis was completed on the returned generator. Visual analysis of the generator showed contaminates on the trimmed edge of the pcba. The generator failed multiple electrical tests. After the contaminates were removed, the generator performed according to the electrical test. The observed conductive debris suggests probable current leakage paths that led to premature depletion. Per a review of the manufacturer's device history records, the generator passed final quality and functional specifications prior to release. The generator was laser-routed. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date.